Event description:
It was reported that the femur head was revised due to wear through to the ply, biomet was there to complete the case as well.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.